Event description:
It was reported by provider that the tdxsp-cg power chair will not turn left or right intermittently. The provider attempted to swap out the joystick but the issue persisted. He states the chair may have been driven through snow.